Event description:
The customer reported difficulty in acquiring an ECG signal and expressed concern about potential impact to pt safety. The device was removed from service.

Manufacturer narrative:
The customer reported difficulty in acquiring an ECG signal and expressed concern about potential impact to pt safety. The device was removed from service. On 09/17/2008, philips (B) (4) followed up with a hospital biomed who stated that the problem could not be recreated. On 09/18/2008, philips followed up with the biomed who evaluated the device. The event files associated with this incident were reviewed and no evidence of malfunction could be found. There was no malfunction of the device. (B) (4).